Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl with moderate ketones. Bg was treated via manual injection. Reportedly, the customer believed that the pump was not delivering insulin as insulin drops were not observed coming out the end of the tubing during the fill tubing sequence, despite attempting with multiple cartridges and infusion sets. Additionally, the battery gauge was observed to be depleting rapidly. Reportedly, the customer reverted to manual injections for alternate insulin therapy.